Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error 4 and pump error 53 alarms. Customer's blood glucose was 190 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Device passed self test and displacement test. Software error detected found in the pump history .problem isolated to electronic assemblies. The motor arm cannot communicate with the main arm alarm found in the formatted history file due to a software error.